Manufacturer narrative:
(B)(4). If additional information is provided in the future, a supplemental report will be issued.

Event description:
It as reported that right atrial lead was abandoned due to lead damage at terminal end. When lead was removed from header of original device to connect to new device, the terminal pin separated from the lead body. Lead integrity and poor pacing and sensing characteristics necessitated abandoning the lead. No additional adverse patient effects were reported.